Event description:
The facility reported to customer service a pump that was overdosing, range is off over 5%. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump that was overdosing, range is off over 5% could not be confirmed or duplicated; therefore, no correction to the device was made for the reported condition.